Manufacturer narrative:
The technician found the bed exit tape switch was stuck, preventing the alarm from sounding. He replaced the bed exit tape switch to repair the bed.

Event description:
Information received indicates the bed exit alarm is not working.